Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted at a depth of 1-2 mm in relation to the left and right coronary cusps. Two weeks following the valve implant, the patient was found unresponsive and admitted into the emergency room with suspected right heart failure. The cardiologist could not access the right main stem and imaging showed a delayed perfusion with contrast. An angiogram revealed that the valve had dislodged in the direction of the right main stem which caused a valve deformity and low flow in the right coronary. No further action was taken at that time. Subsequently, 28 days post valve implant the patient had similar symptoms and required additional medical evaluation. An intervention was attempted, however was unsuccessful and the patient died due to left ventricular complications.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the procedural films were unable to show if the valve dislodged or migrated as the images show that the valve was implanted at 1mm depth. The instructions for use (IFU) and training recommendations are to implant the device at a depth of 3-5mm into the annulus. A conclusive cause for the report of a dislodged or migrated valve could not be determined as the angiographic cines only captured the initial implant. The angiographic images did not show any evidence of coronary occlusion or frame distortion. A conclusive assessment of the relationship between the event and the device could not be reached as neither an autopsy nor an explant was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.